Event description:
Per the surgeon, the patient was on antibiotics for wound incision due to a possible infection. Patient was seen by provider and noted be looking good, but is continuing antibiotics. Per the patient's parents, the wound incision is improving. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.